Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction. Corrected fields: d4 - sn# should be blank, correct lot# entered for d4, g2 - other report source was inadvertently entered as "etq" and should be blank, h5 - was inadvertently selected as no and should be yes, h8 - was inadvertently selected as "unknown" and should be "initial use of device". A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation ant the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the energy device forceps worked at first but stopped working after a single step. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the energy device forceps worked at first but stopped working after a single step. The issue was found during an unknown procedure. There were no reports of patient harm.